Event description:
It was reported that the lead exhibited high thresholds. During the explant procedure, an insulation abrasion was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial lead was returned measuring 35.0 cm in length from the connector tip.